Event description:
Bmc received a report submitted by importer react health. It was reported to 3b medical, inc. Dba react health that a complaint was received from a durable medical equipment provider indicating that the CPAP's pressures were swinging and the usage report indicated irregularities. The patient was admitted to the hospital due to the malfunction on approximately (B)(6) 2026 for breathing issues, according to the dme. The patient has discontinued using this device and another was issued from the dme's stock. It is not known what the patient's current status is, and patient history including preexisting medical conditions were not provided; however, she has been discharged from the hospital and is back home. 3b medical, inc. Has received the device for evaluation and it will be sent to the manufacturer, bmc medical co., ltd ("bmc"), for analysis. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.